Manufacturer narrative:
It was not possible to match this event with any previously reported event. The main component of the system and other applicable components are: product ID: 8709sc, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Motta, f., antonello, c.e. Comparison between an ascenda and a silicone catheter in intrathecal baclofen therapy in pediatric patients: analysis of complications. Journal of neurosurgery. Pediatrics. 2016. 1-6. Doi: 10.3171/2016.4.peds15646 summary: in this single-center study the authors investigated the complications occurring before and after the introduction of the new ascenda intrathecal catheter (medtronic inc.) In pediatric patients treated with intrathecal baclofen therapy (itb) for spasticity and/or dystonia. Reported events: forty-three (43) patients experienced infections, for a total of 45 events. Twenty-three (23) patients experienced cerebral spinal fluid (csf) leakage. The leak was usually treated with 1 or more venous patches, but in 3 cases the system was explanted. (Major complication). Fifteen (15) patients experienced csf leaks clearing spontaneously without any intervention. Five (5) patients experienced a catheter problem of occlusion. The event resulted in catheter replacement or the catheter was removed with the pump. Twenty-seven (27) patients experienced a catheter problem of breaking. The event resulted in catheter replacement or the catheter was removed with the pump. Eighteen (18) patients experienced a catheter problem of dislodgment. The event resulted in catheter replacement or the catheter was removed with the pump. Eight (8) patients experienced a catheter problem of disconnection. The event resulted in catheter replacement or the catheter was removed with the pump. Twenty-four (24) patients experienced a catheter problem noted as "other." The event resulted in catheter replacement or the catheter was removed with the pump.